Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 02/19/2009, 02/23/2009, 02/24/2009, 03/09/2009, and 03/17/2009 by phone, fax and mail. A completed questionnaire was received on 03/16/2009.

Event description:
A surgeon reported two pts with cystoid macular edema following intraocular lens (iol) implant surgery. This pt was seen in f/u by a retinal specialist who recommended continued treatment with medications. In a f/u, the surgeon reported that the pt's symptoms continue, but he is being treated with medications. There are three medical device reports associated with this event. This is the third of the three reports.